Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres for 5 seconds upon first inflation. The device only was removed without problems and the procedure was completed with another of the same device. No patient complications reported.